Event description:
It was reported that during a lsh procedure, the harmonic ace failed to work properly. No further info was available. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed, and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." The batch record was reviewed and no anomalies were noted during the manufacturing process.